Event description:
The hcp reported at this refill, there was a 40% discrepancy in the actual versus estimated reservoir volume. In sept at refill, there was also a 40% difference. Other refills have been reported to be off by 20-25%. The pt is not having overdose symptoms and has reported getting adequate relief.